Manufacturer narrative:
The customer¿s meter and strips were returned for investigation. The returned test strips were measured with the returned meter with a high level control sample. Testing results: all inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.

Manufacturer narrative:
(B)(6). The event occurred in: (B)(6).

Event description:
The customer complained of a questionable inr from a coaguchek xs meter serial number (B)(4) compared to the laboratory method provided as innovin. The result from the meter was 4.9 inr. Within 10 minutes the result from the laboratory method was 3.6 inr. The patient's therapeutic range was 2.5 - 3.5 inr. There was no allegation of an adverse event. The meter and test strips were requested for investigation. Relevant retention test strips (lot 304974) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.